Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-34, serial/lot #: (B)(6), ubd: 04-oct-2027, UDI#: (B)(4). H6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unspecified amount of time following the implant of a transcatheter aortic valve, the valve failed due to a torn leaflet and regurgitation of unspecified type and severity. It was planned to implant a second valve valve-in-valve. Upon loading inspection via fluoroscopy, a line extending up to, but not crossing the 4th node was identified, which was considered to be a normal finding per the physician. Following insertion of the delivery catheter system (dcs) into the patient, upon deployment of the valve up to 80%, infolding was identified. Subsequently, the valve was recaptured into the dcs. A second deployment attempt was made, however the infolding persisted. Subsequently, the valve was recaptured a second time, and the dcs was withdrawn from the patient. A second valve and dcs were prepped, however during preparation, hemodynamic and respiratory decline was observed. The patient was intubated and ventilated, and cardiopulmonary resuscitation (CPR) was initiated. The second valve was implanted successfully during ongoing CPR, and the patient subsequently stabilized, and was held for further observation.